Event description:
It was stated that the customer was hospitalized for high blood glucose levels above 600 mg/dl. The customer later called stating that she continues to experience high blood glucose levels after being released from the hospital. Troubleshooting was performed and the insulin pump was programmed correctly. The insulin pump passed the prime test. The customer also stated that she changed the infusion set twice prior to being hospitalized and the cannulas were bent both times. The cannula was not bent when the infusion set was removed at the hospital. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.